Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned item # 42527000707 lot # 64481506 found it to exhibit signs of repeated use and has fractured on both the lateral and medial side of the post feature. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via worn instrument return form that the trial articular surface was returned fractured. It is unknown when the instrument fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.